Event description:
It was reported via patient call center that thrombosis occurred. A left atrial appendage closure procedure was performed and a 31mm watchman flx closure device was implanted. At the 45-day follow up, computed tomography (CT) was performed which identified a possible thrombus. The patient has remained on plavix and is scheduled for a repeat CT scan.

Event description:
It was reported via patient call center that thrombosis occurred. A left atrial appendage closure procedure was performed and a 31mm watchman flx closure device was implanted. At the 45-day follow up, computed tomography (CT) was performed which identified a possible thrombus. The patient has remained on plavix and is scheduled for a repeat CT scan. It was further reported from the physician that the possible thrombus reported from the patient, was hypoattenuated thickening along the superior rim of the closure device. However, the physician treated the hypoattenuated thickening as thrombus by keeping the patient plavix to be conservative. Follow up CT scan was performed and the hypoattenuated thickening that was previously seen had resolved.